Manufacturer narrative:
Investigation results: device analysis findings: the 28 x 2.75mm promus premier ous mr stent delivery system was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified damage to the polymer extrusion. Microscopic analysis identified no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed under microscopic examination, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Microscopic examination of the polymer extrusion identified stretching throughout the shaft. There was a break in the polymer extrusion 32.8cm from the distal tip and at the break site the outer lumen of the shaft was torn (2cm in length). Bumper tip showed no signs of distal tip damage. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This conclusion code is based on the available information, reported anatomical characteristics and the review conducted. It was reported that the device could not cross the lesion. Based on the available information the inability to cross the lesion site was attributed to the severity of calcification present in the vessel being treated.

Event description:
Reportable based on the device analysis completed on 03apr2026. It was reported that crossing difficulties occurred. The more than 60% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After the lesion was pre-dilated with a 2.00 x 12.00mm semi-compliant balloon catheter, a 28 x 2.75mm promus premier drug-eluting stent was advanced for treatment, but the stent failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed outer lumen tear.